Manufacturer narrative:
Device passed the full functional test including the displacement test, rewind, prime or seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. No unexpected insulin flow blocked alarm noted. All basal profiles delivered properly their indicated amounts and were verified in the daily total screen. No unexpected alarms noted during basal deliveries. Device was uploaded using carelink pro. Carelink pro listed all test data. No history anomaly noted on carelink pro. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer were experiencing high blood glucose. Blood glucose level was 508 mg/dl. Customer stated insulin pump asking for a calibration. Customer declined troubleshooting for high blood glucose. It was unknown whether the customer was using automode. The insulin pump will not be returned for analysis.